Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was admitted to south shore hospital on (B)(6) 2023 with a right fractured humerus and radius. In spite of their ability to walk to the bathroom, this product was applied to customer by the nursing staff. It was certainly convenient to not have to go to the bathroom with the arm in a sling and in a cast. Customer was transferred to a rehab hospital on (B)(6) and there developed a severe uti within 24 hours of discharge from ssh. The admitting physician said he wasn't surprised by the uti because they see this a lot and they don¿t use this item at the their facility for this reason. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. No potential root cause could be concluded due to insufficient information. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. Correction: b. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was admitted to (B)(6) hospital on (B)(6) 2023 with a right fractured humerus and radius. In spite of their ability to walk to the bathroom, this product was applied to customer by the nursing staff. It was certainly convenient to not have to go to the bathroom with the arm in a sling and in a cast. Customer was transferred to a rehab hospital on 9-18 and there developed a severe uti within 24 hours of discharge from (B)(6). The admitting physician said he wasn¿t surprised by the uti because they see this a lot and they don¿t use this item at the their facility for this reason. No medical intervention was reported.